Event description:
This lv lead was implanted on (B)(6) 2006 and is still in active implant. A call to technical services was made on 7/16/2014 stating that the lv has had chronic high thresholds. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).